Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Crack was observed on the top housing of the received pod. It could not be determined when the crack had occurred. Inspection of the device along with the data suggest that the crack had no effect on the device's functionality.

Event description:
It was reported the patients blood glucose level rose to 398 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied. The patient's blood glucose, and insulin history are as follows: (B)(6).